Manufacturer narrative:
The insulin pump passed the functional testing's including the self test, sleep current measurement test, active current measurement test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was received with normal operating currents. No unexpected low battery alarm noted. However, unexpected power loss alarm, replace battery alarm and power error 25 confirmed in the long trace. Power loss alarm occurred after the pump error 25 was cleared. Detail trace analysis confirmed the pump alarmed replace battery alarm and then alarmed pump error 25 was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance on electrical board. After disconnecting and reconnecting the internal battery connector at electrical board. The insulin pump was monitored and functioned properly. The device was received with faded serial number label, scratched case and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had battery life issues alarmed replace battery now. Customer was assisted with low battery troubleshooting. Customer's blood glucose was unknown at the time of incident. Customer stated that the battery was not previously used, there was no excessive button pressing. Troubleshooting for replace battery now was performed. The insulin pump's history indicated that there was no low battery alert prior to replace battery now alarm and this was the second occurrence. The customer stated that the insulin pump was not dropped, the drive support cap was not damaged, and that there were no unattended alarms. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.